Event description:
It was reported that device is showing to be at an early elective replacement indicator with interrogation but not able to give a battery voltage. Device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and the data has been analyzed. The analysis revealed battery depletion was indicated; elective replacement indication was tripped on (B)(6) 2010. Further analysis showed a measurement system lock-up error.